Event description:
Pump declared alarm 20 during operation. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump. Customer planned to continue using the current pump as a backup therapy and was advised on storage mode and return procedures for the problematic pump, which they understood and agreed to follow.